Event description:
The manufacturer received information alleging a trilogy ev300 ventilator showed a red screen with a message indicating the device was inoperative. During remote evaluation by the manufacturer's service center, the device failed to power on. There was no harm or injury reported. The device has not yet been returned to the manufacturer's service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.